Event description:
It was reported that during a percutaneous coronary intervention (pci) drug eluting stenting procedure, stent damage occurred. The 99% stenotic and calcified lesion was located in the severely tortuous proximal to mid right coronary artery. Access was obtained through the radial artery. The lesion was predilated with a 2.0x15mm non-bsc balloon. The physician advanced the 3.00x20mm taxus liberte stent to the lesion, but was unable to cross. The device was removed, and a flared stent was observed. There were no pt complications. The procedure was completed with another 3.00x20mm taxus liberte stent. Pt's status is reported as "good".